Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the atrial lead had a low sensing, inadequate capture, and decreased pacing impedance. The patient presented in clinic for a procedure on (B)(6) 2021 where the lead was capped and replaced. The patient was stable.